Event description:
Customer reported: "13 fr sheath side arm fell off while in artery. Pt lost small amt of blood. While changing sheath lost wire access so had to change to contra side..."

Manufacturer narrative:
Merit medical systems, inc.- (B)(4) division has initiated an investigation and it is currently in process. A follow up report will be submitted upon completion.